Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The reported symptom that the unit has a loud grinding sound coming from the fan assembly was not verified. The unit powered on normally and no grinding noise was heard. However, it was noted that the cpc connector was not at the twelve o'clock position. Open inspection revealed no loose wires or hardware that could interfering with the fan assembly performance.

Event description:
It was reported that the motor drive unit had a loud grinding sound coming from the fan assembly which occurred during set up for a case. A different unit was used for the case.